Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event while in an assisted living facility. Multiple counting of tall t-waves contributed to the false detection. The patient was reportedly conscious at the time of the event. The response buttons were pressed after the event. Ems was contacted. It is unclear if the patient was transported to the hospital. The lifevest was removed by ems. The patient is not wearing the lifevest at this time.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the date does not indicate any device malfunction related to the defibrillator event. Device manufacture date monitor (B)(4); electrode belt (B)(4) - 01/2014: additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.